Event description:
The customer reported to olympus, the video system center front panel blinked. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report) & h3 (¿no¿ & ¿device evaluation anticipated, but not yet begun (02)¿ were selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty/defective power supply unit. Olympus will continue to monitor field performance for this device.